Event description:
Caller reported a malfunction on the pump after falling into the water from a boat. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer will use mdi as backup therapy, and a replacement pump with updated software was sent by technical support. Customer was instructed on putting the old pump into storage mode and advised on steps to follow upon receiving the new pump. The faulty pump was to be returned via ups within 10 days.